Manufacturer narrative:
On august 29th, 2019 it was confirmed by subsidiary germany that this is a duplicate. Note: on august 29th, 2019 it was confirmed by subsidiary germany that this is a duplicate of (B)(4). Therefore, please delete this complaint (B)(4) from your system as it will be set to not a complaint. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Note: on august 29th, 2019 it was confirmed by subsidiary germany that this is a duplicate of (B)(4). Therefore, please delete this complaint (B)(4) from your system as it will be set to not a complaint.

Manufacturer narrative:
Concomitant medical product: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14; catalog no#:01.00402.055; lot#: 2572313; therapy date: (B)(6) 2019. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to implant fracture.